Manufacturer narrative:
Device not returned. Additional manufacturer narrative: on (B)(6) 2011, a response was received from the health care provider stating the device was explanted due to prosthetic valve endocarditis. The source and type of infection are unknown. The device is not available for return and evaluation as it was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of approximately 3 years 1 months (37.03 months) due to endocarditis. Per the operative report: the prosthetic valve had come away from the right and left annular areas. There was an area of chronic inflammation near the dehisced parts of the valve. There were no vegetations. The urgent microscopy showed pus cells only, no organisms were seen.